Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.0.1 smartphone operating system: up1a.231005.007.s908usqs6exj3 smartphone hardware: sm-s908u cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced hypoglycemia with a blood glucose reading of 56 mg/dl while wearing the pod on their abdomen. Upon returning home from work, the patient reported dizziness and nausea, coinciding with low glucose alarms on the controller device. Prior to seeking medical attention, the patient attempted self-treatment with chocolate bars and four cola beverages. The patient subsequently required IV at the hospital and was discharged the following day.